Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a post-implant check, lead dislodgement was observed. The lead was successfully repositioned and remained implanted. The patient was stable.